Manufacturer narrative:
A sample has been received, but has not yet been evaluated. A lot number was not provided. A review of the device history record (DHR) could not be conducted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that silicon part of closure valve came off and fell into the posterior part of the eye during surgery. The silicon part was removed by suction and the procedure was completed with no harm to the patient.